Manufacturer narrative:
Comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a tapered driver tip broke during final screw tightening. The tip remains in the patient confined to a screw. Surgery took place (B)(6) 2018

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a tapered driver tip broke during final screw tightening. The tip remains in the patient confined to a screw. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the tapered driver was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.